Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a single use high flux exeltra dialyzer had particulate matter inside the dialyzer compartment. The reporter stated that it appeared as though the moisture packet inside of the dialyzer pouch had broken inside of the pouch. The absorbent appears to be charcoal/black in color. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was evaluated and confirmed for the reported event through the sample evaluation. The visual inspection found black flakes all over the packaging and some inside the dialyzer from the deoxident packet (moisture control) which is inside the packaging of the dialyzer. The sample evaluation confirmed the reported issue. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.